Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed and shows no abnormalities related to the reported issue. Failure analysis - the xenon lightsource was received in used condition. The depot technician duplicated the reported problem. Evaluation identified that the bezel was cracked in the inside and the control board failed the memory test. The power supply unit (psu), lamp, control board, and bezel assembly replaced. Evaluation and functional tests were performed and unit passed all tests. Root cause analysis - the reported complaint was confirmed. The issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating before a case. The unit was brought to the shop and it was found that the lamp fan was not working. Staff tried a new fan but still not working. Temperature sensor or circuitry issue in cooling circuit was suspected. It was reported that a component of the unit tipped over and hit the front turret and broke off. No patient injury or surgical delay was reported.